Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit in the hospital due to high blood glucose (bg) level (value not provided). Customer¿s bg was treated intravenously with fluids of saline and insulin. The customer was discharged on (B)(6) 2023 with no permanent damage. Reportedly, the customer alleged that the pump did not deliver insulin as intended. Reportedly, the customer was using pump supplies beyond labeling. Tandem customer support informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide.